Event description:
A nurse pulled a normal saline flush syringe from the materials cart from a box marked saline flush. When they began to administer the contents, the nurse noticed the writing on the syringe was 100 u/ml heparin lock flush. These syringes are all pre-packaged by the manufacturer and delivered to the hospital. The manufacturer stated this was a plant error but assured the site the syringe was filled with saline. The hospital returned all mislabeled syringes.